Manufacturer narrative:
Continuation of d11: product ID 97745, serial# (B)(6), product type: programmer, patient; product ID 97745bp, lot# nlh010879n, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that since they had this battery unit in (changed in (B)(6) 2018), the unit had not functioned like the others did. The sensitivity would change when they would move the least little bit in position. They stated that they never go the pain control they had for the prior years. They stated that they met with a rep a few dozen times and stated that they know they tried to help, but it really did not do anything. They stated that they never needed a rep for reprogramming their unit until 2018. They reported that they would be happy to get another battery implanted, especially one that worked better. When they had the unit set ¿right¿ things are fine. When they shift position imperceptibly the stimulation drops completely out (0 stimulation), another imperceptible shift of position and the stimulation returns to full effect. They stated that this made living very difficult. They weighed 220 pounds at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that patient was having problems with the controller since implant. She would use the controller and set the stimulation at 10.0 and in about 3-5 min stimulation would decrease to 8 or 0 all by its self. About 3 weeks ago she met with manufacturer representative (rep) who adjusted her programming and then within 5 min the stimulation decreased again back to 8 or 0. She was not changing programs, just adjusting the setting to 1 program. She had been having "positional problems since implant. She was on adaptive stim for about 3-4 day and then turned off adaptive stim because she didn't like it. The rep was aware that adaptive stim was off. Battery pack was broken. No patient symptoms were reported. Additional information was received from a patient. It was reported that patient was using the replacement li-battery pack that was sent to her from repair but the controller was not charging from the ac power supply. Patient noted the controller worked to charge the ins, stating the ins was charged to 60% but the controller battery was nearly depleted. Patient service specialist (pss) had the patient check the ac power supply connections and the patient indicated that she didn't have the power supply cord plugged into the outlet all the way. Patient secured connections and confirmed the controller was charging, as designed, from the ac power supply cord.